Event description:
Dealer states "tires '24' inch replaced on (B)(6) 2012 and now the tires are chunking apart."

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9tpz, serial number/date code (B)(4) is approximately 11 years old. The owner's manual part number 1100869 has been initiated for this issue. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age is unknown (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed. .